Event description:
It was reported that during a sympathectomy procedure the clips of the first instrument were skewed off line, sound like it was hitting vertebrae bone when firing. The surgeon was firing on the nerve. The clips on the second instrument were coming out at an angle. The case was completed with 3rd device of the same product code. There was no pt consequence.